Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-00534. It was reported the patient was experiencing a shocking sensation. The patient underwent surgical intervention where the lead was explanted.

Manufacturer narrative:
The initial reporter was corrected and updated.

Event description:
Device 2 of 2: reference MFR report: 3006705815-2019-00534.